Manufacturer narrative:
This report is filed april 7, 2016.

Manufacturer narrative:
This report is filed january 19, 2016. Device not received by manufacturer.

Event description:
Per the clinic, the patient reportedly experienced pain with device use, resulting in the decision to discontinue use of the device. The device was explanted on (B)(6) 2015. It is unknown whether there are plans to reimplant the patient as of the date of this report, january 19, 2016.